Manufacturer narrative:
(B)(6). This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565 - 2017 - 04900, and 0001822565 - 2017 - 04901). Concomitant products: ps tibial articular surface provisional right size 6-9 cd top catalog # 42527400510, lot # 62290841. The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported persona knee instruments was returned fractured. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Tasp exhibits signs of repeated use and both parts have fractured on the medial side of the post all pcs returned. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(4) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Personatasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.